Manufacturer narrative:
A service engineer then evaluated the device and confirmed that the device started up as if the power button was pressed, even when it was not manipulated. The service engineer reported that the user interface board was faulty and that the power led was not illuminating sometimes. The service engineer replaced the user interface assembly, and the issues were resolved.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device powered on by itself. The device was not in use, no patient or user harm reported. It was reported that the device was in the hospital storage room when the device turned on. It was then reported that the issue was unable to be confirmed because the device was in standby mode. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.